Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced skin erosion at the ipg site. Surgical intervention was undertaken on (B)(6) 2023, where the ipg and two extensions were explanted.